Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a clicking noise while producing a proximal disconnect alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer of the issue and requested onsite service. A field service engineer (fse) went to the customer site and completed testing and verification procedures to evaluate the device. The fse determined that the gas delivery system (gds) required replacement. The fse replaced the gds to resolve the clicking noise and proximal disconnect alarm. Following the part replacement, the device passed testing and verification.

Manufacturer narrative:
The replaced gas delivery system (gds) was returned to the philips product investigation lab (pil) to be evaluated by a pil technician. The pil technician installed the returned gds to the pil test device and could not duplicate the reported issue. No pressure errors were observed and the clicking sound alleged by the customer could not be reproduced. The pil technician verified that when temporarily disconnecting the proximal pressure tube from the proximal pressure port of the test device, the device produced a proximal pressure line disconnect alarm as expected. The pil tech also verified that the gds passed all pressure accuracy testing. There was no problem found with the returned gds.